Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient had experienced bad vision. The clinical reason provided was bad vision. The iol had been replaced with an advanced technology intraocular lens (atiol) four weeks after the initial implant procedure. Additional information has been requested however no further information available.